Manufacturer narrative:
Pt gender: checked female. Device evaluated by manufacture corrected to "no." Event date was reported as (B)(6) 2013, should have been left blank (unk). Visual examination codes were used in error. Recall #z-1215-2014.

Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.

Event description:
During placement, the abutment fractured the patient was in the office. Tooth #7. The doctor was using a new l-tirw, torqued to 20 ncm. No patient injury.